Manufacturer narrative:
Additional narrative: the product code was documented as unknown in the initial report. The correct product code was 05.001.202; therefore, the brand name, common device name, device product code, catalog number and 510(k) were updated accordingly to reflect the correct information associated with the correct device. The serial number was documented as (B)(4) on the previous report. The correct serial number is (B)(4). Therefore, UDI: (B)(4). Additional information: subsequent follow-up with the customer, additional information was received. The reporter stated that the devices used were handpiece device and a power module device. It was further reported that there were six cutter devices used in the same case. The concomitant section has been updated to reflect the handpiece device and six cutter devices used with this power module device. Therefore, this report will be 2 of 8 for the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to march 4, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The catalog number and the serial/lot number were unknown. Therefore, common device name, device product code, 510k number and device manufacture date were unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported that during a primary knee replacement procedure, when the specialist started the femoral cuts, it was observed that the motor device and the attachment device gradually began to warm up to the point where it could not be held by hand. According to the report, the specialist decided to use a wet compress to continue the procedure but the motor stopped working once the tibial cut was started when the specialist put the saw in contact with the bone. It was further reported that the device was in the correct mode (saw) when it was checked and verified. It was further reported that the coupling was removed, assembly was repeated again, and the motor started to function but within approximately 3 seconds of operation, it stopped and no longer functioned. It was reported that the battery was fully charged because it was pre-surgically checked. They had to wait while with another engine in the institution they were able to solve the inconvenience. There was a 30 to 40 minutes delay and a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.